Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. Additionally, it was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 101-150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.